Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot number qbbdkq, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: an opened box with a total of sixty unopened samples of product code eh7228h lot # qbbdkq, were received for evaluation. During the visual inspection of unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? Was the surgery completed successfully? What was used to complete the procedure? Did the patient suffer from any consequence due to the suture breakage? How many devices present the issue (breakage suture)?

Event description:
It was reported that a patient underwent an unknown procedure in 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/20/2021. The following information was requested, but unavailable: how many devices that were involved during this single procedure? Please clarify we do not know how many threads because the doctor did not know anymore. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.